Manufacturer narrative:
Concomitant medical products: 383069 lead, implanted: (B)(6) 2009; 383069 lead, (B)(6) implanted: 2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the implantable pulse generator (ipg) eroded approximately one month post generator changeout and placement of an absorbable antibacterial envelope. It was further reported infection was present. The organism was identified as gram negative rods. The device system was explanted, the patient was treated with antibiotics and the system was replaced. No further patient complications have been reported as a result of this event. The patient was enrolled in the (B)(6) clinical study.

Event description:
Additional information was received and reported the patient reported bleeding after implant with poor wound healing. During device extraction it was noted the pocket was infected with purulent material and frail tissue.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.